Event description:
A nurse called to report that her 37-year-old daughter experienced stomach upset following her second injection of hyalgan, and an allergic reaction following her third injection (hyalgan injected into the left knee, indication: osteoarthritis). An ethyl chloride spray was applied to the left knee prior to the initial injection that was given on 22 october 1998. The second injection was given on 29 october 1998; no anesthetic was used since the first injection went so well. The pt experienced dyspepsia on 30 october 1998, and recovered the next day. The third injection was given on 5 november 1998 with the ethyl chloride spray applied prior to hyalgan. On the morning of 6 november 1998, the pt woke up with a pruritic rash on the scalp. On 7 november 1998 at 6:30 am, the reporter's daughter had developed welts all over the body and said she felt like her throat was closing. The pt was taken to the emergency room where she was treated with benadryl and given steroid injections. The pt was kept for observation up until 10 am and was released the same day. The pt was instructed to continue on benadryl orally as needed, was given a "medpack," and told to follow-up with the treating physician. The pt had recovered by 8 november 1998 and has no known allergies, including avian proteins, feathers and egg products. There was no allergy testing done prior to or following the hyalgan injections. The reporter was calling for a package insert, and wanted to know if this is an expected event. Medical history includes a physicial assault about one year ago, involving a tear to the left knee. Six months ago the pt was again attacked, and injury was sustained to the same knee (the pt is a guard at a psychiatric center). She is in need of a knee replacement; steriod injections have not helped and hyalgan was her last hope. This pt does not want to continue with additional injections. Corrective treatment: 07 nov 1998: benadryl, steriod injections, and "medpack".